Event description:
New information received notes that the device was explanted and replaced.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited loss of capture. No intervention was done. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to capture was confirmed. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The report event of failure to capture could not be reproduced. No other anomalies found.